Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/07/2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. It was reported that readings were out by 2.2 mmol/l. The sensor was inserted on (B)(6) 2017. No additional event or patient information is available. The data log was reviewed on 05/25/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.